Event description:
The report from the field indicated that during an elective pci procedure on a female patient, the catheter body/shaft of the sds cracked. The shaft did not separate into two pieces. The target lesion was the mid lad. The lesion was reported to not be calcified or tortuous. After successfully crossing the lesion while preparing to deploy the stent an audible "snap" was heard. The the product was removed. The stent was still attached to the sds. Another cypher stent was used to successfully complete the procedure. There was no reported patient injury. No further information is available.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additionaonal information wil be submitted within 30 days upon receipt.